Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test and unable to prime at during prime test due to loose/protruded drive support disk. The insulin pump had cracked case at display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 350 mg/dl. Customer stated that the insulin squirted out during manual prime. Customer was disconnected during prime. The pump was not bumped, dropped, and there was no water contact. The drive support cap did not appear to be damaged. A replacement pump will be sent to the customer. Customer was asked verbally and in written form to return the pump for analysis.